Event description:
Patient reported leg weakness and pain. X-ray taken and found area of inflammatory mass. Physician is monitoring. Additional information concerning event resolution and patient outcome will be provided when received.